Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: (B)(4). #1: device fragment embedded v28.1 (needle broke in the patient's mouth/ had to raise a mucoperiosteal flap & use ultrasonics to eventually retrieve the needle) - serious - unknown. #2: device material separation v28.1 (the barel detached from the handle) - not serious - unknown. #3: needle broken v28.1 (needle broke) - not serious - unknown.

Event description:
MFR report #: (B)(4). #1: device fragment embedded v28.1 (needle broke in the patient's mouth/ had to raise a mucoperiosteal flap & use ultrasonics to eventually retrieve the needle): from (B)(6) 2026 (duration: 60 minute) - serious - recovered/resolved with sequelae. #2: device material separation v28.1 (the barel detached from the handle): from (B)(6) 2026 (duration: 60 minute) - not serious - unknown. #3: needle broken v28.1 (needle broke): from (B)(6) 2026 (duration: 60 minute) - not serious - unknown. Spontaneous report from the united kingdom. Local reference: (B)(4). Quality complaint was opened: references (B)(4). This initial serious case report was received on (B)(6) 2026 from the dentist via local affiliate by email. Follow up #1 was received on (B)(6) 2026 from the dentist via local affiliate by email. Follow-up #2 was received on (B)(6) 2026 from the quality department. All the information was processed together. The report described an needle broken, device material separation and device fragment embedded with the suspected medical device ultra safety plus twist 30ga x-short during filling procedure. The dentist decided for extra anaesthesia, to do an intraligamentary injection. This case occurred on a 43-year-old male patient with normal body mass index (bmi). No additional information was available on the patient. On (B)(6) 2026, it was reported that a lot of pressure was exerted on the device then the barel detached from the handle and the needle broke in the patient's mouth. During intraligamentary injection, the barrel detached from the handle causing the needle to buckle and fracture at the point where it entered the plastic. The cannula broke into patient's mouth and the cannula got stuck in the ligament. After numerous attempts to retrieve the needle, the dentist had to raised a mucoperiosteal flap and used ultrasonics to eventually retrieve the needle. The duration of the incident was 60 minutes. All needle fragments were removed. The dental assistant confirmed it. Corrective treatment: the patient came in for suture removal. Other information of product: ultra safety plus twist 30ga x-short, batch number: #f52345aa, expiry date: uu-may-2030. Outcome: at the time of the report, the patient's outcome was unknown for device fragment embedded, device material separation and needle broken. However, it was reported that patient's outcome was recovered with sequelae for the cannula which got stuck in the ligament. No other information available. This case was considered as serious due to required intervention to prevent permanent impairment/damage (devices). Follow-up #1 received on 01-april-2026: received additional information provided regarding patient details, procedure date, incident description, part b of usp twist was added, indication, outcome and route of administration added. Follow-up #2 received on (B)(6) 2026: received quality investigation report. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: this case reported needle broken with device material separation and device fragment embedded using the medical device ultra safety plus twist 30ga x-short during filling procedure. It was reported that a lot of pressure was exerted on the device then the barel detached from the handle and the needle broke in the patient's mouth. All needle fragments were removed. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. If not correctly locked by a twist before use as mentioned in the instruction for use, so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device may separate during use. However, the main probable root cause of the incident could be the mishandling of the device that may have been favored by reported excessive pressure or movement of the needle during injection. Other causes of needle broken may include bending of needle prior use, insertion up to the hub, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. Therefore, pending quality investigations, use error/abnormal use with high pressure applied is considered as the main root cause leading to the reported events. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. For final (reportable incident): description of the manufacturer¿s evaluation concerning possible root causes/causative factors and conclusion: investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. During manufacturing the in-process conformity controls executed were compliant. In the absence of defect during investigation, and without defective claimed device returned for investigation, the exact root cause of the reported issue could not be determined. The handle dysfunction defect could be related to: excessive and high-pressure during injection and use (which was reported). Use of a wrong handle (not twist handle). Wrong assembly: the ergot of the handle was not ¿twisted¿ in the l-shape of the usp twist and/or partial insertion of the sheath in the handle. Use of multiple cartridges with the same needle. Many factors could lead to the reported issue cannula breakage, such as: high pressure during injection, constraint on the cannula during injection, unexpected movement during injection, use of several cartridges with the same needle (multiple needle use), bending or stressing of the cannula, use of needle not recommended according to the injection type, injection on a hard surface. Use error/ abnormal use is suspected. Results of the assessment: the following risks were identified in risk table drec.reg.00075_00: use.usptw2-001- the practitioner performs the injection and applies excessive pressure on the system when injecting the anesthetic - handle disassembly use.usptw1-009- the practitioner assembles the handle with the injection device but does not ensure that the system is properly locked before use - handle disassembly use.usptw1-007- the practitioner assembles of the system with incompatible handle and injection device other than those of usp twist range and vice-versa - handle disassembly use.twid3-022 - the practitioner uses the same injection device with several cartridges which may cause a degradation of the cannula -standard cannula breakage during use this defect is evaluated with low occurrence given the total quantity sold for this batch and is considered as isolated. Final investigation results: description of remedial action/corrective action/preventive action/field safety corrective action (fsca): following the performed investigation, the exact origin remains unidentified, and no root-cause was confirmed related to sofic manufacturing process. No corrective action was implemented for this complaint. Instructions are listed in the IFU to prevent misuses with a possible impact on device failure. Final comments from the manufacturer: quality investigation results (without defective claimed device returned for investigation) was compliant. Root cause not established (use error/ abnormal use suspected) no CAPA implemented.

Manufacturer narrative:
Reprocessed: unk.